Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had buttons need to pressed multiple times to work. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump buttons were not responding properly. Troubleshooting was performed for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button and menu button was unresponsive. Customer declined further troubleshooting. The insulin pump will not be returned for analysis.